Event description:
The report from the (B)(6) registry indicated that the patient was enrolled in the study and had a precise 9 x 40 stent successfully implanted in the proximal right internal carotid artery (rica) during the study index procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged the day after the procedure. Approximately two days after the post index procedure the patient experienced a seizure. Onset was sudden and recovery was partial, minor residual. The event was unrelated to a cordis product/procedure. The patient was asymptomatic for the index procedure. The proximal rica target lesion was reported to be: an 80% stenosis, 20 mm. Length, absent of thrombus, 6 mm. Reference diameter, moderately calcified, and eccentric. The lesion was pre-dilated. A 6 mm. Angioguard embolic protection device was used for the procedure. The residual stenosis was 0%.

Manufacturer narrative:
The product is not available for evaluation and testing. Complaint conclusion: the report from the (B)(6) registry indicated that the patient had a precise 9 x 40 stent successfully implanted in the proximal right internal carotid artery during the study index procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged the day after the procedure. Approximately two days later, the patient experienced a seizure. Onset was sudden and recovery was partial with minor residual. The event was noted to be unrelated to the product or the procedure. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15462617 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. After revascularization that alleviates a high-grade symptomatic stenotic lesion, a sudden, rapid increase in cerebral blood flow in excess of that required to meet metabolic demands resulting in transient cerebral hyperemia can lead to severe unilateral headache, face and eye pain, confusion, seizures, focal neurologic deficits, and intracerebral hemorrhages. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. Please not that this is the initial/final report for this device.